Event description:
New information received notes that the pacemaker and the right ventricular lead was explanted and replaced. Patient condition information was requested but not received.

Event description:
Related manufacturer reference numbers: 2017865-2023-51655. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing. The patient had claimed to have experienced dizziness. No intervention was performed. Patient condition was stable.